Event description:
During an atrial flutter right procedure, it was reported that there was noise saturation on carto® 3 system as well as the recording system when pacing any catheter. It was found that the pacing pings were not seated securely, once it was corrected, the issue was resolved and the procedure was continued. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the signal noise occur on all the channels on both systems at the same time. The physician was unable to interpret them. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013

Manufacturer narrative:
(B)(4). During an atrial flutter right procedure, it was reported that there was noise saturation on carto® 3 system as well as the recording system when pacing any catheter. As initially stated, it was found that the pacing pins were not seated securely. Once they were seated properly, the issue was resolved and the procedure was continued. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was confirmed.